Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument housing was removed and found a bearing dislodged from its expected location. The roll bearing appears to be dislodged. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not holding and closing the clip appropriately. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred prior to clip application (inside patient). The clip applier moved when directed to by surgeon. The clip loaded appropriately, but jaws were not holding the clip well. No unexpected motion occurred. The customer used a backup clip applier to resolve the issue.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.